Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Suspected cause of bg was due to contact miscalculating the amount of insulin to deliver via a manual injection as contact was unsure if insulin on board (iob) displayed was correct. Customer received assistance and was provided with glucagon and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.